Event description:
It was reported that there was an issue with product nb014k - enduro femoral component cemented f1l. According to the complaint description, postoperatively there was breakage of the rotation axis and loosening of the femur component. The patient had complained increasingly over approximately one year. Replacement of femoral implant and coupling were performed during revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nr871m (aesculap ag reference no. (B)(4): 9610612-2025-00284). Involved components: nb011k / enduro tibial comp.offset cemented t1 (aesculap ag reference no. (B)(4)). Nr174k/ tibia offset stem d14x92mm cementless (aesculap ag reference no. (B)(4)). Nr404k/ femur extens.stem 5° d14x117mm cem.less (aesculap ag reference no. (B)(4)). Nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b5 - description updated. D9 - product received. D10- involved components. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection - the femoral component exhibits bone cement residues on nearly the whole intended area. The stem for the femoral component is still firmly fixed. The enduro hinge ring shows visible and palpable signs of hyperextension. The taper of the rotation axis shows visible material abrasions/imprints on the surface. The rotation axis locking nut is still fixed on the thread (broken part of the axis). The breakage surface of the proximal part of the axis shows little signs of so-called arrest lines which are typical for a dynamic fatigue fracture. Furthermore, especially the larger distal fragment exhibit secondary damages (shiny areas on the fracture surface) which resulted due to rubbing against each other after the breakage. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. The gliding surface of the meniscal component shows little visible wear marks and signs of delamination. The locking ring as well as the bearing for rotation axis show no signs of unusual damages. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. Without more detailed information about the patient and the prevailing circumstances, it is not possible to determine a definitive root cause for the rotation axis breakage and femoral loosening. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Update: this device is now considered to be an involved component. Associated medwatch reports: nr871m (aesculap ag reference no. (B)(4): 9610612-2025-00284). Involved components: nb011k / enduro tibial comp.offset cemented t1 (aesculap ag reference no. (B)(4)). Nr174k/ tibia offset stem d14x92mm cementless (aesculap ag reference no. (B)(4)). Nr404k/ femur extens.stem 5° d14x117mm cem.less (aesculap ag reference no. (B)(4)). Nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)). Nb014k/ enduro femoral component cemented f1l (aesculap ag reference no. (B)(4)).